Event description:
The pt was unresponsive at 6 p.m., wife stated that he was experiencing a hypoglycemic event. She tested his blood glucose on suspect device and was 137 mg/dl. She called the paramedics and they arrived at 6:10 p.m. And tested his blood glucose on their device and was 45mg/dl. The pt was given glucose intravenously.